Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. It was also reported that the patient had bacterial endocarditis with vegetation and was at end staged renal failure. During extraction, the lead broke from the main body and the tip was abandoned. The lv lead was partially abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection with sepsis. It was also reported that the patient had bacterial endocarditis with vegetation. Additional information received from the field representative that the patient had end staged renal failure on hemodialysis. There were no additional adverse patient effects reported. The product was surgically abandoned.